Event description:
It was reported that approximately five months post stenting procedure, the patient developed thalamic syndrome with left hand paresthesia and left face insensitivity. It was reported that it was possible that the patient¿s symptoms were related to the implanted stent. However, non-specified treatment was administered in response to the event. There were no clinical consequences to the patient.

Event description:
It was reported that approximately five months post stenting procedure, the patient developed thalamic syndrome with left hand paresthesia and left face insensitivity. The relationship with the implanted stent was unknown; however, non-specified treatment was administered in response to the event without clinical consequences to the patient.

Event description:
It was reported that approximately five months post stenting procedure, the patient developed thalamic syndrome with left hand paresthesia and left face insensitivity. It was reported that it was possible that the patient¿s symptoms were related to the implanted stent. However, non-specified treatment was administered in response to the event. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, the reported event is an anticipated patient complication..